Event description:
A trilogy evo o2 international ventilator was evaluated for the allegation that the device did not pass preventative maintenance (pm) tests. There was no harm or injury reported. The device was not reported to be in patient use. The trilogy evo o2 international device was evaluated by the field service engineer (fse). The fse stated that "the equipment has a fault in the internal valves and, as a result, the equipment is leaking and needs to be replaced in order to function properly". The device's active exhalation control module and 3-way solenoid valves were replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.